Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not analyzed as it was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event. This investigation is assigned a most probable investigation conclusion code of cause not established.

Event description:
It was reported that the shaft broke. An agent us mr 3.00 x 20mm was selected for treatment of the target lesion. During the procedure while inside the guide catheter, the agent balloon shaft broke. There were no patient complications.

Event description:
It was reported that the shaft broke. An agent us mr 3.00 x 20mm was selected for treatment of the target lesion. During the procedure while inside the guide catheter, the agent balloon shaft broke. There were no patient complications.